Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a sixty five year old male patient with a medical history of coronary artery disease and type two diabetes mellitus received an impella 5.5 device for post cardiotomy cardiogenic shock following high risk coronary artery bypass surgery. Prior to device placement, the patient was receiving one intravenous medication to support heart muscle contraction, consistent with society for cardiovascular angiography and interventions cardiogenic shock stage c. After insertion, the impella 5.5 device was providing approximately five liters per minute of flow at performance level eight, with the inlet oriented toward the mitral valve. Approximately four hours after initiation of support, the patient developed dark brown urine, and the bedside nurse contacted the on call team. The device was weaned to performance level six, which the patient tolerated well, and the urine color improved significantly. The care team deferred plasma free hemoglobin testing and bedside echocardiography until the following morning. Renal function remained stable with a creatinine of 1.1. Echocardiography later confirmed the inlet positioned near the mitral valve leaflet, and attempts to reposition the device were unsuccessful; therefore, the device was maintained at performance level four. After four days of impella 5.5 support, the patient demonstrated recovery of native cardiac function, and the device was successfully removed. Hemolysis in urine, combined with repositioning and lowering support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(catalog, serial). The cause of the injury was not determined due to insufficient clinical details. The root cause of the hemolysis was not determined due to lack of sufficient clinical details, and unreturned product and logs for further investigation. The root cause of the device being in the wrong position was not determined due to lack of sufficient clinical details and unreturned product for further investigation.

Manufacturer narrative:
H6, medical device problem code: a150202, malposition of device, has been added.